Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor system. Motor passed motor test. Unit had minor scratched lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not performed. The device was returned for analysis.